Event description:
It was reported via a journal article that 67 patients with 71 severely calcified de novo coronary lesions were successfully treated with rotational atherectomy (ra) followed by balloon dilation and placement of a drug eluting stent. The angiographic success rate was 100%. Dual antiplatelet therapy with aspirin and clopidogrel was continued for at least 12 months post implant. The implanted stents included a taxus stent in 24 lesions, a promus stent in 9 lesions and non bsc stents in the remaining lesions. It was noted that during the procedures, 1 non-q myocardial infarction, 3 nhlbi type b and 2 type c coronary dissections occurred. The dissections were treated successfully by stenting and not followed by major adverse cardiac events (mace). It was also noted that post procedure 12 out-of-hospital mace occurred. Of 18 clinically driven, angiographic follow-up patients, 7 required target lesion revascularization due to ischemia and 7 required target vessel revascularizations. All were successfully reopened by percutaneous intervention.

Manufacturer narrative:
Article: meng-hsiu chiang, wen-lieng lee, cheng-rong tsao, wei-chun chang, chieh-shou su, tsun-jui liu, kae-woei liang, chih-tai ting; the use and clinical outcomes of rotablation in challenging cases in the drug-eluting stent era; journal of the chinese medical association 76; july 2012; p.71-77. Event date: (B)(6) 2012. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).